Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure, at the first firing of stomach resection, the plastic knob could not be advanced and the device could not be fired. The procedure was completed with another device and the surgical time was extended by less than 30 min. There was no patient injury.